Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 747 mg/dl. The customer had been experiencing elevated blood glucose levels the day prior to the event. Troubleshooting was performed. Found that the basal rate delivery totals did not match with the daily totals. Advised the caller that the insulin pump would be replaced. Nothing further was reported.